Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a fingerstick glucose of 426 mg/dl after eating pancakes with syrup; the meal was announced and the infusion site was changed without abnormal findings, and no device alerts for prolonged hyperglycemia occurred. Symptoms included no reported clinical manifestations, and the user felt "okay". Outcomes included no need for medical intervention, no hospitalization, no use of backup therapy, and negative ketone testing. Investigation included customer service troubleshooting and education with follow-up planned. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.